Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood. After cleaning, the helix could be extended and retracted by applying torqued directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: added b3 - date of event as 13 feb 2023, it was previously not reported.

Event description:
It was reported that a patient's atrial lead was dislodged. The physician elected to explant the atrial lead. The patient condition was stable.